Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination found over-torque of the inner coil consistent with procedural damage. After cleaning, the helix was able to extend and retract. The cause of helix not extending was isolated to the helix being clogged with blood/tissue and over-torque of the inner coil. The full helix extension measured within product specification.

Event description:
High capture threshold on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed the rv lead and the left ventricular (lv) lead were dislodged due to twiddler's syndrome. The rv lead was unable to be repositioned due to a helix extension issue. Both the rv and lv leads were explanted and replaced, and the patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2017-35392.